Event description:
The customer contact reported a delay in critical therapy following a leak. It was reported that the vial was filled with an unspecified volume of hydromorphone 1mg/ml and was loaded into an unspecified pt controlled analgesia (pca) pump. No specific pump programming was provided. At unspecified times during the first and second days of therapy, the customer contact reported that the pca limits were raised due to the pt¿s ¿pain despite pressing the button.¿ it was reported that the pt was also given an unspecified concentration of hydromorphone ivp an unspecified number of times by the nurse. On the second day of therapy, it was reported that the clinician noted solution leaked from the ¿base of the plunger¿ of the vial. It was reported that the vial was replaced and the therapy resumed. The customer contact reported that after the vial was replaced, ¿the pt then had adequate pain control.¿ though requested, no additional info was provided.

Manufacturer narrative:
Investigation is not complete. The info on reprocessing of the device was requested; however, no response has been received. This report represents all the info known by the reporter upon query by hospira personnel.